Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on an unspecified date was 320 mg/dl with extreme thirst and excess urination. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump's alarmed for a loss of prime more than 3 times with cartridges from 2 separate boxes. This complaint is being reported because the health event was attributed to an alleged pump malfunction.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/27/2016 with the following findings:the black box showed the following loss of prime warnings associated with a low non-zero force: (B)(6) 2017 at 15:21; deliveries resumed 17:27, (B)(6) 2016 at 13:54; deliveries resumed 14:03, (B)(6) 2016 at 17:48; deliveries resumed 18:09, (B)(6) 2016 at 14:36; deliveries resumed at 14:51. An ezprime sequence and 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found and was found to be delivering within the required range and delivering accurately. The pump was detecting the correct force. The pump cover was removed and no damage or moisture was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).